Event description:
A non-healthcare professional reported that an intraocular lens was explanted due to system-suggested incorrect readings or measurements. The patient experienced blurry distance vision and a refractive surprise, resulting in residual astigmatism in the right eye. And the best-corrected postoperative visual acuity (bcva) was less than the expected refractive outcome, after refractive surgery. There are multiple related reports for this facility. This report addresses patient¿s initials (B)(6), right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).